Manufacturer narrative:
Other relevant components include: product ID 8731sc lot# serial# (B)(4) implanted: (B)(6)2010 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving compounded baclofen 500 mcg/ml; 130 mcg/day and morphine 30 mg/ml; 7.08 mg/day via an implantable pump. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. Other medications the patient was taking at time of the event was not obtained and not available. Patient weight was asked but was unknown and will not be made available. Patient medical history was asked and will not be made available. The date of the event was (B)(6) 2017. It was reported the patient was scheduled for a pump replacement for normal elective replacement indicator (eri). There was good flow on the catheter but part of catheter was in front of pump. The physician replaced the segment of the catheter in the pump pocket. The physician replaced the set with a revision kit in case the catheter was punctured at a refill. There was no fluid in the pocket. The explanted catheter was discarded. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved. Patient status was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative. The cause of the catheter being in front of the pump was unknown. It was noted to be that way at replacement. The provided information has been confirmed with the physician.